Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of "high" with high ketones. Exact value was not provided. Customer used a manual injection to address high bg. Tandem technical support (cts) performed a system check and was able to determine that the cartridge was used beyond labeling. Cts educated customer on insulin and cartridge labeling.